Event description:
It was reported that the left ventricular (lv) lead had high impedance. When the pocket was opened, it was discovered that the set screw was loose. The physician decided to cap the lv lead and replace it with an existing lead. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.